Manufacturer narrative:
Complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
Customer called to report two false positive realtime sars-cov-2 results generated on the run performed on (B)(6) 2020. The mas (molecular application specialist) downloaded the log files and analyzed them. Customer doubted the results due to the fact no logarithmic curve was observed for both patients for the target signal. The customer repeated on the same day another aliquot of both patient samples on geneexpert, which generated negative results for both samples. There was no impact to the patients in this case as the realtime sars cov-2 results were not reported to the clinicians. The negative results from the gene expert platform were reported outside the laboratory. This incident is being reported to FDA because the incident occurred in (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: the results log for the run in question was reviewed. The run was valid, met assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 512422 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 512422 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 512422. The CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 512422 and its components was performed and did not identify any internal or post-production use issues related to these lot numbers and the reported issue. Complaint history review: the lot specific complaint history review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 512422 did not identify any additional complaint tickets related to the reported issue. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 512422 was not identified.